Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6)2022 wherein the patient was re-implanted. Effective therapy was restored post operatively with no adverse effects.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a hour and half after a permanent implant procedure, the patient lost complete feeling from waist down due to a forming hematoma. As a result, surgical intervention occurred wherein the system was explanted to drain the hematoma and resolve the issue. Reportedly, the patient has recovered and walking around.